Event description:
Cook was notified that a cook dilator was in use during a custom made device procedure where the right iliac artery was ruptured. Pre-procedural computed tomography (CT) with contrast imaging was completed on (B)(6) 2023 (265 days prior to the procedure). The innominate artery, right common carotid artery, right subclavian artery, left common carotid artery, left subclavian artery, and celiac artery were incorporated into the repair. All arteries mentioned were patent and no stenosis greater than 50% was identified. The celiac artery was incorporated into the repair. The artery was patent. The artery was not stenosed more than 50%. The superior mesenteric artery (sma) was incorporated in the repair. The artery was patent. The artery was not stenosed more than 50%. The right renal artery was incorporated in the repair. The artery was patent. The artery was not stenosed more than 50%. The left renal artery was incorporated in the repair. The artery was patent. The artery was not stenosed more than 50%. The right and left common iliac arteries were patent. The right and left internal iliac arteries were patent. The aortic valve was native. There was no aortic arch bovine configuration. The method of length measurement was centerline. The maximum diameter of the diseased aorta on center line was 59 mm. The intended proximal landing zone was zone 6: celiac to superior mesenteric. The distal intended landing zone was zone 11: external iliac arteries on both the left and right side. The patient underwent a procedure on (B)(6) 2024 under general anesthesia. The patient was not prescribed antiplatelet therapy at the time of the procedure. Percutaneous access was achieved in the right femoral artery. Cut down access was required in the right and left femoral arteries. An endovascular iliac conduit was performed at the time of the procedure. Fluoroscopy time: 104 minutes. Total gray used: 1928 mgy. Total dose area product: 309. Total does area product units: cgy*cm2. Fusion was used during the procedure. The estimated blood loss during the procedure was 2435 ml. During the procedure 1225 ml of red blood cells and 540 ml of fresh frozen plasma were given. Cardiac output reduction was not used. Carbon dioxide flushing was not used. The proximal seal zone was the native aorta. No neuromonitoring was used during the procedure. Procedural time (24-hour clock): time arrives in room: 08. Time of first incision or arterial puncture: 10:02. Time of last access closure: 17:42. Time leaves room: 18:30. Duration of procedure (from first incision to last access closure): 460 minutes. During the procedure, the patient had the following stents placed: superior mesenteric artery (sma): a competitor's stent measuring 7 mm in diameter and 37 mm length was placed. The artery was revascularized with the fenestrated-branched device. The covered stent was not relined or extended with a bare metal stent. The side branch catheterization and placement of the bridging stents was successful. The stents patency was maintained with normal end artery perfusion. Left renal artery: a competitor's stents measuring 5 mm in diameter and 50 mm in length was placed as well as a second stent measuring 6 mm in diameter and 59 mm in length. The artery was revascularized with the fenestrated-branched device. The covered stents were not relined or extended with a bare metal stent. The side branch catheterization and placement of the bridging stents was successful. The stents patency maintained with normal end artery perfusion. A william cook australia (rpn: thoraco-abdominal-side-branch) custom made device was placed. The device was planned for this patient. There were technical difficulties in the delivery and deployment of the device. The cannulation of the right renal artery was not possible. The delivery and deployment of the cmd device was considered successful. Iliac artery component. Two grafts from another manufacturer were placed on the patient¿s right. No technical difficulties in the delivery and deployment of the device were experienced. The delivery and deployment of the device was considered successful. Iliac artery component: a cook incorporated zenith flex with spiral-z technology aaa endovascular graft iliac leg (rpn: zsle-13-74-zt) was placed on the patient's left. There were no technical difficulties in the delivery and deployment of the device. The delivery and deployment of the device was considered successful. Iliac artery component: a cook incorporated zenith flex with spiral-z technology aaa endovascular graft iliac leg (rpn: zsle-13-56-zt) and a zenith flex with spiral-z technology aaa endovascular graft iliac leg (rpn: zsle-20-90-zt) were placed on the patient's right. There were no technical difficulties in the delivery and deployment of the devices. The delivery and deployment of the devices was considered successful. Side branch catheterization and placement of all bridging stents was successful except the right renal stent. The right renal artery was not able to be cannulated. During the procedure the patient required femoral artery reconstruction. An angiogram and a cone beam computed tomography scan without contrast was performed on (B)(6) 2024. All stent grafts and intended side branch stents were patent at the conclusion of the procedure. All target vessels were patent with the exception of the right renal artery. A type ii endoleak was present as well as a type iiia endoleak. The type iiia endoleak was from the proximal aortic device. There were no stent graft integrity issues, this was confirmed with an angiogram. All target side branch stents were intact. During the procedure, more than one liter of blood loss occurred. The patient required a transfusion, stenting, and plug embolization of the internal iliac artery. The blood loss occurred due to the use of a cook incorporated dilator for pre-dilatation of the iliac arteries due to poor access. This led to a right iliac artery rupture, blood loss and subsequent endovascular placement of a covered stent in the right iliac artery. During the procedure the right renal artery was not able to be cannulated due to occlusion. The patient also experienced a grade 1 temporary spinal cord injury. This occurred immediately during the operation and was identified at the end of the procedure or in the first examination after the operation. A lumbar drain was placed. Vasopressors were administered. Physiotherapy was ordered. The patient experienced pro-longed hospitalization due to the event. On (B)(6) 2024 (one day post procedure) the patient experienced renal insufficiency and required dialysis. Dialysis began on (B)(6) 2024 and ended (B)(6) 2024. The renal insufficiency was considered to be due to the failure to catheterize the right renal artery, which led to occlusion. The patient recovered/stabilized without sequelae. The subject of this report is the cook dilator that was used for pre-dilatation of the iliac arteries due to poor access. While in use, the right iliac artery ruptured and caused blood loss estimated to be 2435 ml. The patient required a transfusion (1225 ml of red blood cells and 540 ml of fresh frozen plasm) as well as a stent placed endovascularly to repair the rupture.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1- customer (person): postal code - 2100. G4- PMA/510(k) #: k210734. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Investigation-evaluation: cook was notified that a cook dilator was in use during a custom-made device procedure where the right iliac artery was ruptured. The patient underwent a fenestrated endovascular aortic repair (fevar) procedure on (B)(6) 2024 under general anesthesia. Multiple cook grafts and non-cook stents were placed during the procedure in the thoracic and abdominal aorta, superior mesenteric artery, left renal artery and left/right iliac arteries. Additionally, the patient required femoral artery reconstruction. During the procedure, more than one liter of blood loss occurred. The patient required a transfusion, stenting, and plug embolization of the internal iliac artery. The blood loss occurred due to the use of a cook incorporated dilator for pre-dilatation of the iliac arteries due to poor access. The right iliac artery rupture caused blood loss, the need for a transfusion, internal iliac artery plug placement, and subsequent endovascular placement of a covered stent in the right iliac artery. An angiogram and a cone beam computed tomography scan without contrast was performed on (B)(6) 2024. All stent grafts and intended side branch stents were patent at the conclusion of the procedure. All target vessels were patent with the exception of the right renal artery. A type ii endoleak was present. A type iiia endoleak from the proximal aortic device was identified. There were no stent graft integrity issues, and all target side branch stents were intact. One day post procedure, the patient experienced prolonged hospitalization, on (B)(6) 2024. This was reported to be due a temporary spinal cord injury during the fevar procedure, lumbar drain placement, and renal insufficiency (right renal artery was occluded due to failed cannulation). The patient required hemodialysis. The patient recovered/stabilized without sequelae. The subject of this report is the cook dilator that was used for pre-dilatation of the iliac arteries due to poor access. While in use, the right iliac artery ruptured and caused blood loss estimated to be 2435 milliliters (ml). The patient required a transfusion (1225 ml of red blood cells and 540 ml of fresh frozen plasma) as well as a stent placed endovascularly to repair the rupture. Reviews of documentation including the complaint history, quality control, specifications, manufacturing instructions (mi), and instructions for use (IFU) were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) was unable to be completed due to a lack of lot information. It should be noted that this device is supplied via a one-device lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Imaging was provided and reviewed for the investigation. The image reviewer noted that the pre-op computed tomography (CT) scan shows that the external iliac artery just distal to the iliac bifurcation is quite narrow and measures just over 7.5 mm on the preoperative axial. The reviewer indicated that the site obviously recognized the narrowing and used the dilator to try and widen the access for the main delivery system for the custom-made device (cmd) and the other graft components. The use of the dilator set caused the rupture of the right iliac artery just distal to the iliac bifurcation. The rupture is seen on the angiography video run provided for the investigation. The rupture caused significant blood loss, with much of that replaced by transfusion. The rupture was then controlled using a balloon occluder (manufacturer unknown), an internal iliac plug (manufacturer unknown) to prevent back-bleeding, and a covered stent (manufacturer unknown) was then deployed to line the ruptured right iliac artery. The reviewer noted that ¿the dilator set obviously caused the rupture of the right iliac artery, but the main contributory cause would have been the patient¿s anatomy and stenotic vessel, which was likely to have been quite inelastic, and did not stretch up with the use of the dilator, but ruptured instead. A good skillful corrective procedure managed to get a good result.¿ cook also reviewed product labeling. The IFU packaged with the device contains the following in relation to the reported failure mode: ¿ warnings do not use if any sign of product damage is visible. This product is a delicate instrument. Avoid forceful angulation. Precautions the maximum diameter of the instrument or catheter to be introduced should be considered when selecting the dilator size. If resistance is encountered during dilator manipulation, stop and determine the cause before proceeding further. Potential adverse events potential complications include, but are not limited to: bleeding risks normally associated with percutaneous diagnostic and/or interventional procedures. How supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened and undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the information provided, no product returned, imaging review, and the results of the investigation a potential root cause has been traced to patient condition. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.